Event description:
Info received indicates the brake pedal will pop out of brake when the bed is bumped.

Manufacturer narrative:
The technician replaced the casters and the caster supports to repair the bed.